Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed and the device was activated. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a displaced magnet. The recipient underwent surgery where the magnet was successfully pushed back into place.